Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll euro 125 s/c experienced misaligned scale markings. The following information was provided by the initial reporter: a picture of a 5 ml syringe with a "displaced" scale was seen. In the case of the 5 ml syringe I reckon it is 0,1 ml after the last scale mark.

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One loose 5ml syringe was shown up close in the photos. The zero line appeared to not be aligned with the bottom of the barrel with entire scale shifted a small distance up the barrel. It was not possible to determine from the photo whether the volumetric accuracy is affected beyond the iso:7886-1 specification. Physical sample is required to perform appropriate testing per procedure. Machine records were reviewed with no issues relating to marking process recorded. One volumetric test was not performed as required at the start of batch #0345358. The tests before and after this occurrence had results within the acceptable range per iso:7886-1. Potential root cause for the misaligned scale defect is associated with the setup of the marking process. This product is manufactured in accordance with the iso:7886-1 specification and the product specification. Without a physical sample to test, it is not possible to determine whether the sample in the photo fails to meet these specifications.

Event description:
It was reported that the syringe 5ml ll euro 125 s/c experienced misaligned scale markings. The following information was provided by the initial reporter: a picture of a 5 ml syringe with a "displaced" scale was seen. In the case of the 5 ml syringe I reckon it is 0,1 ml after the last scale mark.